Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change, a manual right ventricular threshold was found high. Autocapture was enabled and performing at a lower output. The device was non-capturing with an occasional captured beat. Programming change was made. The patient was asymptomatic before, during, and after the testing. The patient was discharged and doing fine.